Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin gauge was inaccurate and an occlusion alarm occurred during bolus delivery. Customer resumed insulin delivery and the remainder of the bolus was delivered. Reportedly, customer loaded another cartridge and infusion set to resolve the issues. Customer's blood glucose was 140-238 mg/dl.